Event description:
It was reported that this patient presented to the emergency departments after the device delivered many therapies. It was noted that the device recorded values anti-tachycardia pacing (atp) and shock attempted but no therapy delivered. Due to the devices' inability to terminate the episodes the patient required an external shock to restore normal sinus rhythm. Abnormal impedance values were noted when therapy was attempted to be delivered while values were within acceptable ranges during interrogation. The patient will be scheduled for a follow up and additional interrogation will be attempted at this time. Technical services (ts) review was requested. No additional adverse patient effects were reported. The device remains implanted. Technical services (ts) discussed that the fault code noted combined with inability of the device to complete a capacitor reform indicates that the patient should be scheduled for an immediate device replacement. Ts wanted to have files available to send to engineering for review. No additional adverse patient effects were reported. The device remains implanted. Additional engineering review noted that there was a shock lead shorted fault prior to the fault code triggered and the data was consistent with a compromised lead and device. It was suggested to replace the system promptly. Additional information noted that a revision took place, and a new system was implanted for defibrillation while the existing device remained implanted for pacing function. The information regarding the manufacturer and model/serial number for the lead is pending.

Event description:
It was reported that this patient presented to the emergency departments after the device delivered many therapies. It was noted that the device recorded values anti-tachycardia pacing (atp) and shock attempted but no therapy delivered. Due to the devices' inability to terminate the episodes the patient required an external shock to restore normal sinus rhythm. Abnormal impedance values were noted when therapy was attempted to be delivered while values were within acceptable ranges during interrogation. The patient will be scheduled for a follow up and additional interrogation will be attempted at this time. Technical services (ts) review was requested. No additional adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this patient presented to the emergency departments after the device delivered many therapies. It was noted that the device recorded values anti-tachycardia pacing (atp) and shock attempted but no therapy delivered. Due to the devices' inability to terminate the episodes the patient required an external shock to restore normal sinus rhythm. Abnormal impedance values were noted when therapy was attempted to be delivered while values were within acceptable ranges during interrogation. The patient will be scheduled for a follow up and additional interrogation will be attempted at this time. Technical services (ts) review was requested. No additional adverse patient effects were reported. The device remains implanted. Technical services (ts) discussed that the fault code noted combined with inability of the device to complete a capacitor reform indicates that the patient should be scheduled for an immediate device replacement. Ts wanted to have files available to send to engineering for review. No additional adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this patient presented to the emergency departments after the device delivered many therapies. It was noted that the device recorded values anti-tachycardia pacing (atp) and shock attempted but no therapy delivered. Due to the devices' inability to terminate the episodes the patient required an external shock to restore normal sinus rhythm. Abnormal impedance values were noted when therapy was attempted to be delivered while values were within acceptable ranges during interrogation. The patient will be scheduled for a follow up and additional interrogation will be attempted at this time. Technical services (ts) review was requested. No additional adverse patient effects were reported. The device remains implanted. Technical services (ts) discussed that the fault code noted combined with inability of the device to complete a capacitor reform indicates that the patient should be scheduled for an immediate device replacement. Ts wanted to have files available to send to engineering for review. No additional adverse patient effects were reported. The device remains implanted. Additional engineering review noted that there was a shock lead shorted fault prior to the fault code triggered and the data was consistent with a compromised lead and device. It was suggested to replaced the system promptly. The information regarding the manufacturer and model/serial number for the lead is pending.